Event description:
The facility representative reported an ipump with a condition of "syringe release lever is broken". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "syringe release lever is broken" was confirmed and not reproduced. The root cause was attributed to a damaged pusher block. The syringe release lever was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.